Event description:
The device was being used for thrombectomy of a "ptfe" dialysis graft. The amplatz thrombectomy device was in the sheath, but had not yet entered into the graft. The distal case separated. Due to the distal case separation, the drive shaft broke at 48cms. The coil body remained attached to the distal case. The distal case was sticking out of the catheter approx 19cms.